Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's reservoir tube lip was damaged and pieces had come off. Customer also reported that the display was cracked or scratched. Blood glucose level at the time of the incident was 9.2 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.